Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) has an internal leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h8, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the equipment and noticed that it was working perfectly without any alarms or anomalies, so he put the equipment to the test and left it for 2 hours where he observed to see if any errors occurred and there was nothing abnormal. Equipment was released for use.